Event description:
It was reported that tip detachment occurred. The target lesion was located in the left posterior tibial artery. A v-18, 300cm, 12cm poly tip control wire guidewire was selected for use. However, during procedure, the tip of the wire was caught on a calcium and sheered off. The detached tip was retrieved by snaring. The procedure was completed with another of the same device. No patient injury or adverse event were reported and patient was good.

Manufacturer narrative:
Device evaluated by MFR.: the device has its distal tip detached. The distal tip of the device has the polymer tip sheared and the detached section returned together with the device. The detached section was located approximately at 297 cm from the proximal end. The distal tip was kinked as well as the body, the kinked section of the body was located approximately at 136 cm and 260 cm from the proximal end. The outer diameter of the middle and proximal sections of the device are within specifications.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left posterior tibial artery. A v-18, 300cm, 12cm poly tip control wire guidewire was selected for use. However, during procedure, the tip of the wire was caught on a calcium and sheered off. The detached tip was retrieved by snaring. The procedure was completed with another of the same device. No patient injury or adverse event were reported and patient was good.